Manufacturer narrative:
(B)(4). Although requested, the devices have not been received. A follow up report will be submitted with failure investigation results should the devices be returned for evaluation.

Event description:
Customer reported an incident in anesthesia when phenylephrine was believed to have been over infused in a pt. The pt, who started out hypotensive rapidly became hypertensive. Biomed testing could not demonstrate a "repeat of a delivery of a higher than set rate." There was no long term injury to the pt. Although requested, no further patient or event info was provided.